Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate (hm) 3 left ventricular assist system (lvas), serial number: (B)(6), revealed a thrombus formation within the rotor, consistent with the submitted images, which could have contributed to the reported decrease in pump flow confirmed through the submitted log files. Additionally, a direct correlation between heartmate 3 lvas, serial number: (B)(6), and the reported vasoplegia could not be conclusively determined through this evaluation. Hm3 lvas, serial number: (B)(6), was returned with the pump cable severed approximately 3.5¿¿ from the pump header. The distal portion of the pump cable was returned measuring approximately 22¿¿. The modular cable was not returned. The sealed outflow graft and the sealed outflow graft bend relief were not returned. A white thread protector was returned attached to the pump cover outlet port. The cuff lock had been disengaged prior to the pump¿s return and the apical cuff was not returned. Upon disassembly of (B)(6), a red, tissue-like deposition was found occluding the proximal side of the rotor eye and partially extending into the rotor vanes. The non-laminated structure of the thrombus as well as its lack of adherence to the pump rotor surfaces suggests that it likely did not form in the rotor; however, the specific origin of the thrombus as well as a duration of time for which it was present in the pump could not be conclusively determined through this evaluation. Although a specific cause for the observed thrombus formation could not be conclusively determined through this evaluation, the deposition was obstructing a significant portion of the blood flow path in this location and could have contributed to the reported decrease in pump flow confirmed through the submitted log files. Visual examination of the pump¿s remaining blood contacting surfaces revealed no other evidence of developed or adhered depositions or thrombus formations. Evaluation of the left ventricular assist device (lvad) event and periodic log files retrieved from (B)(6), revealed events consistent with the reported events, the findings from the submitted log files, and the confirmation of an occlusive deposition within the eye and vanes of the rotor. Despite the observed events, the pump appeared to have functioned as intended throughout the duration of the retrieved data. Upon removal of the rotor deposition, (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 patient handbook, are currently available. Section 1 of the IFU lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 5 of the IFU, under ¿preparing the ventricular apex site¿, instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 of the IFU lists thromboembolism as a potential late postimplant complication. This section, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation regimen, including inr range, as well as suggested anticoagulation modifications. Section 7 of the IFU and section 5 of the patient handbook address all system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information has been provided. A supplemental report will be submitted once the manufacturer's investigation.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was in the operating room (or) for their left ventricular assist device (lvad) implant. The procedure went well, the pump was in and turned on, and the patient was weaned off the heart lung machine. Coagulation therapy was started, however, it was at this time that a sudden drop in flow occurred. Their hemodynamic parameters showed a vasoplegia which required high dosages of vasopressor/catecholamine therapy. The patient's volume was also substituted continuously. The pump speed was increased and pump flow returned. The flow regulated to 3 liters with a speed of 5200 rpm to 5400 rpm. Pulsatility index (pi) events were around 1.5 and lower. Pump power was between 4.5 and 4.8 watts, which was higher than expected. An echocardiogram was performed and showed flow at the inflow and outflow, the aortic valve was closed, and only the left ventricle (lv) was supported as it had a big diameter. A ramp text was performed and brought the speed up to 6500 rpm. The lv diameter decreased, and the flow increased to 3.8 liters, which was still not the expected flow. It was at this point that a thrombus formation was not able to be excluded. The patient, however, was stable and only required vasopressors for the vasoplegia, so the surgeon proceeded to close the sternum. The patient was transferred to the intensive care unit (ICU). The patient had no issues overnight but did require more vasopressors and catecholamines. In the morning, the patient seemed centralized, and their extremities seemed colder. Log files were downloaded and showed no new events/parameters, but the pump temperature had increased from 44 degrees to 48 degrees. A decision was made to re-explore the patient for the suspected thrombus and a pump exchange was performed. The procedure was performed without issue. A thrombus formation in the explanted pump rotor was confirmed. After the exchange, all lvad parameters were stable. The patient's vasopressor therapy was reduced, and they were extubated. The explanted pump was to be returned for evaluation.